Event description:
It was reported that during a stenting treatment procedure, a balloon withdrawal resistance occurred. The 80% stenosed, concentric, 2.75x26mm lesion being treated was located in the moderately tortuous, severely calcified mid circumflex (cx) artery. The lesion was predilated with a 2.5x15mm apex balloon. The contrast ratio in the inflation device was 50%. The physician deployed a 2.5x28mm promus element plus stent, inflated to 14atms and then attempted to retrieve the balloon. However, difficulty removing the stent delivery balloon from stent was experienced. The physician re-inflated the stent delivery balloon to "a few atms" and deflated, pulled negative, brought back to neutral; attempted twist the catheter shaft clockwise, pulling back and pushing forward to disengage balloon from struts. The guide catheter was deep seated and the balloon was pulled again and the balloon was able to be withdrawn. The balloon was observed to be deflated upon withdrawal. The stent remained implanted. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).